Event description:
The pt's family member called lifescan and alleged the one touch ultra meter was reading inaccurately low compared to feelings. The reading was 54mg/dl. No other reported readings. The rptr contacted a medical professional for advice. The medical treatment was reported. The pt had stomach pains with vomiting and ate food and/or drink beverage. The customer care rep could not perform troubleshooting, no control solution. The rptr also stated the meter had missing segments. Based on the info obtained there is evidence the product malfunctioned due to the missing segments, however the event does not meet the criteria for an adverse event.